Event description:
The manufacturer received information alleging a ventilator powered off during use. The patient required resuscitation. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator powered off during use. The patient needed to be resuscitated. The ventilator was returned to the manufacturer's service center for evaluation. The device passed all testing and was found to operate and alarm as designed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. No deficiencies or issues that would impact therapy were observed. Based on device testing and evaluation of the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed during the relevant timeframe. The ventilator did not cause or contribute to the reported event.